Event description:
Patient was a type ii diabetic. On (B)(6) 2013, his wife found him unresponsive. She took a cbg and found it to be 55 mg/dl. The wife then called the emts, who rushed the patient to the hospital. Admitting diagnosis was "dmii oth nt st uncntrld." Principal diagnosis was "anoxic brain damage." The patient died on (B)(6) 2013. Event reported to medtronic by phone on (B)(4) 2014 (complaint number (B)(4)). Follow up letter sent to medtronic on (B)(4) 2014 referencing adverse event and (B)(6) phone call. Letter requested medtronic's support in performing a download of the pump in use at the time of the adverse event. No response to the (B)(4) letter. Second follow up letter sent to medtronic on (B)(6) 2014 saying that there had been no response to the first letter and reiterating the desire obtain medtronic's support in performing a pump download as well as a functional test.